Event description:
During outpt colonscopy md noted perforation of colon. Taken immediately to or and had repair. Admitted to hosp. Pt had chest pain and was kept in ccu for 2 days. Neg for mi, had arrthymias. Stabilized and was sent to med-surg unit. On 8/7/92, went into bradycardia and arrested. Resuscitation unsuccessful.